Event description:
The user facility reports that during a kidney transplant, the crile forcep's box lock fractured/broke, while being used by the surgeon. The instrument was in contact with the pt, but there was no reported injury.